Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The patient reported that they were having incontinence with bowel and bladder since last week. The patient stated that she was prepped for a colonoscopy procedure and has noticed a change since then. Patient services walked the patient through how to increase stimulation. The patient was redirected to follow up with their healthcare provider (hcp) if symptoms continue after increasing stim. The patient stated that her hcp directed her to contact the manufacturer regarding symptoms. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a request for additional information: patient declined to give their weight. When asked whether increasing stimulation resolved their incontinence, patient replied: no. Unhappy with surgeon and no follow-up. Now have another office to help me, still not working as expected. No further complications were anticipated/reported.